Manufacturer narrative:
This is a supplemental report to provide additional information. The quantity of failed equipment was wrong and was one. Therefore, we are retracting MDR.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During an unspecified procedure, three devices were failed. It was reported that the jaw of them broke off in the patient. No further information was reported. There was no patient injury reported except this event. This MDR is regarding the 3rd one of three devices.